Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. Product ID: 9733597. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic localization system box limo connector was pulled out. The electromagnetic localization system was not communicating with the navigation system. There was no patient involvement.